Manufacturer narrative:
Plant investigation: the 2008t display assembly was returned to the manufacturer for physical evaluation. No damage was noted on the returned part. The part was installed onto a test machine for functional testing. After power up, the red led on the status light board remained illuminated and could not be turned off. An inspection of the status light board revealed pin 3 (which corresponds with the red led) was contacting the chassis of the lcd screen, causing a short on pin 3. Pin 3 and the chassis of the lcd screen appeared to have thermal damage. No other damage was found on the status light board. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the investigation, the reported complaint was able to be confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that the red led status light on the lcd display of a fresenius 2008t hemodialysis (hd) machine stays on in all modes. The ts representative arranged for the part to be replaced as it was still under warranty. There was no reported patient involvement. No further details were provided. Multiple attempts were made to obtain additional information, and to date a response has not been received. The 2008t display assembly was returned to the manufacturer for evaluation. Upon evaluation of the returned part, thermal damage was found.